Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they experienced low blood glucose and insulin pump screen went blank and was flashing except for a couple little lines. The customer¿s blood glucose was 49 mg/dl. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The troubleshooting was not performed for low blood glucose and performed for screen issue. The customer advised of 48 hour warm up for auto mode. The customer was advised that the pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.